Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if any issues reoccurred, which the customer acknowledged and understood.